Event description:
Information was received indicating that a smiths medical pump was double beeping. There was no reported adverse events.

Manufacturer narrative:
Information was received on 6/23/2020 indicating that there was no patient involvement in this event. Device evaluation completion date: 07/01/2020: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, no problems were found with beeping. However, service will replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.